Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer¿s representative regarding a patient who was receiving baclofen 500 mcg/ml at 550 mcg/day and morphine 4 mg/ml at 4.4 mg/day via an implantable pump. It was reported the pump showed a motor stall. There was no troubleshooting performed. The hcp was advised to program the pump to the minimum flow rate. There were no environmental, external, or patient factors that may have led or contributed to the issue. There was no known electromagnetic interference. Surgical intervention was planned for (B)(6) 2016. The patient status was alive ¿ with injury. The patient was in the intensive care unit (ICU) due to withdrawal symptoms. The pump logs showed the ¿motor stall occurred¿ and ¿stopped pump period may exceed tube set¿ messages.

Manufacturer narrative:
Analysis identified corrosion and/or wear and/or lubrication issues on the gear train of the motor. Analysis identified stall due to shaft-bearing of the gear train of the motor. Eval code-result updated.

Manufacturer narrative:
Eval code-conclusion updated .

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).

Event description:
Additional information noted that the pump was explanted on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.